Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a p-wave amplitude measurement issue and the impedance on the atrial pacing lead was beyond the expected lower range. On (B)(6) 2015, atrial pacing impedance measured 133 ohms down from the trend of 380-494 ohms which is continuing to be stable. P wave amplitude is decreasing slightly from over 2mv to a last measured of 1.3mv. (B)(4).

Event description:
It was reported that there was an atrial lead warning for low atrial impedance and the p wave is decreasing gradually. The lead remains in use. No patient complications have been reported as a result of this event.